Manufacturer narrative:
Additional information: section h imdrf annex codes & section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where patients were not crossing over. The technical support specialist (tss) confirmed that messages were processing; however, when they were found to be piling up, standard recovery steps were followed, including waiting periods, stopping and starting the external inbound messaging service, and restarting the database server when processing did not resume. Investigation showed that the messaging service was not functioning efficiently due to a large backlog in the db purge. After coordinating with the product support engineer repaired the database purge on es server, the purge was managed until the queue became current, and the purge queue has remained at zero, indicating the issue is now resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had an issue where patients were not crossing over. The customer reported that none of the patient's names or profiles were showing up on the stations, and the stations were in critical override. The customer stated that the malfunction occurred when the user tried to issue medication to the patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server did not cross the patient details. The customer reported that this malfunction occurred when user trying to issue medication to patient, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server did not cross the patient details. The customer reported that this malfunction occurred when user trying to issue medication to patient, resulting a delay. There were no adverse events or injuries reported based on this event.